Manufacturer narrative:
Product complaint #: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is being filed after review of the following literature article: "anterior dislodgement of a fusion cage after transforaminal lumbar interbody fusion for the treatment of isthmic spondylolisthesis." Hyeong seok oh, m.d., sang-ho lee, m.d., ph.d., soon-woo hong, m.d., ph.d. Received: march 28, 2013, revised: june 24, 2013, accepted: august 5, 2013. N=4, post op screw backout.